Manufacturer narrative:
The customer contact indicated the devices were discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report rec'd of an unspecified number of undocumented incidents of device breakage. The tubing sets were to be used to deliver unspecified medications. It was reported that during set up prior to patient use, unspecified devices were connected to the clave secondary ports on the cassettes of the tubing sets. The customer contact reported that the clave secondary ports were flimsy and broke off. No specific details were provided. No add'l info was provided.